Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found kinked white blood cell (wbc) lyse line tubing, causing a partial blockage of the wbc lyse to the wbc/basophil bath. The fse replaced the wbc lyse tubing resolving the wbc vote outs. Service activity was performed and was verified to meet the specified requirements per established procedure. Failure mode was related to kinked wbc lyse tubing. Beckman coulter internal number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they obtained white blood count (wbc) vote outs for patient samples on the coulter ac t 5diff al analyzer. Although the wbc vote outs occurred on patient samples, no erroneous results were generated or reported outside of the laboratory. No death or injury is attributed to this event and there was no change to patient treatment.